Manufacturer narrative:
The device was returned to haemonetics for evaluation due to the reported issue of difficult removal and disc damage. A visual inspection revealed that two-disc wires were broken and protruding outward. Additionally, a hole was observed in the membrane. The membrane remained attached at both the proximal and distal ends, with the defect located between these attachment points. Functional testing demonstrated that the disc was still capable of deploying despite the observed damage. The instruction manual for vascade mvp® xl model 800-1012xl 10-12f (venous) states " if the black sleeve does not retract easily, recheck that the blue end of the orange-blue key is fully engaged in the lock."

Event description:
A patient underwent an unspecified procedure using the vascade mvp xl. The physician reported encountering strong resistance after collagen deployment while sliding the green component to close the disc and during attempted device withdrawal. Although the disc was confirmed to be closed, the device could not initially be removed. The disc was subsequently redeployed and then undeployed again within the body, after which increased traction allowed successful removal of the device. Upon inspection, the disc coating was torn and a portion of the disc was damaged. A vari pulse sheath was used during the procedure. Hemostasis was achieved without complication. Despite the disc being undeployed at the final stage of device removal, significant resistance was still noted during withdrawal. No issues were observed at the puncture site post-procedure, and the patient was discharged the following day without any complications.